Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on behalf of the patient to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck in initialization. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. Due to the condition of the device, the reported event of firmware errors could not be confirmed. A root cause could not be determined.